Manufacturer narrative:
This case involved a report of a posterior wall rupture of the uterus discovered after jada treatment. Uterine perforation is a known risk of devices intended to be inserted into the uterus and the device labeling states under precautions, "avoid excessive force when inserting the jada into the uterus or trauma to uterine wall may occur."

Event description:
On january 7, 2022, alydia health received a report of a case in which the patient, an obese woman diagnosed with chorioamnionitis, was in arrest of descent and after pushing for 2-3 hours, underwent a cesarean section (c-section). A jada system was placed in the patient following closure of hysterotomy. Postpartum hemorrhage was noted intraoperatively but believed to be resolved prior to closing the hysterotomy. Jada was used on (B)(6) 2022. Placement of the jada system was described as difficult because of difficulty in determining landmarks and location due to the patient's obesity. The reporting hcp described that there "was not much vaginal bleeding after jada was placed." Ultrasound was not used to confirm placement. Upon transport to the intensive care unit (ICU), the patient remained unstable and had to get sent back to operating room (or) for evaluation. Upon evaluation in the or, it was noted that the patient had 2000ml of blood in the abdomen and was found to have a rupture of the posterior wall of the uterus, which was not previously observed. The patient received roughly 20 units of blood and underwent a hysterectomy. The patient was reported as stable, recovering with no complications. The reporting hcp stated that the pathology report of the uterus described the perforation as acute in nature.